Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump turned off. The battery cap was damaged. His blood glucose level was 396 mg/dl. He corrected his blood glucose level with a syringe and reverted to back up plan. He was unable to remove the battery cap and only wanted a battery cap replacement. The product was not returned. Nothing further to report.